Event description:
Report received from the USA stating that the device would not secure attachment. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was evaluated and the reported condition of "will not secure attachment" was not confirmed. If additional information becomes available, a supplement report will be sent. (B)(4).